Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Attempted to perform control solution testing and the test did not fire. The returned reader was de-cased and visual inspection was performed. Observed debris inside the returned readers' strip port. Therefore this issue is not confirmed due to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported being unable to test with the adc freestyle libre reader due to the test not starting after the blood sample was applied to the strip. Customer experienced symptoms described as "feeling very hungry, pale and muscle weakness" and was unable to self-treat. Customer was treated with cereal bar, fruit juice and glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported being unable to test with the adc freestyle libre reader due to the test not starting after the blood sample was applied to the strip. Customer experienced symptoms described as "feeling very hungry, pale and muscle weakness" and was unable to self-treat. Customer was treated with cereal bar, fruit juice and glucose injection. There was no report of death or permanent injury associated with this event.